Event description:
The patient's spo2 was decreasing on the monitor. Nurse entered the room and saw the patient had somehow disconnected from the breathing circuit. The nurse reconnected the breathing circuit - the vent was flashing and displaying a disconnection alarm but it was not sounding. The sound volume was set at maximum, but the vent did not produce any sound as it usually does with button pressing, etc. FDA safety report ID# (B)(4).